Event description:
It was reported that over the past two years, patient had experienced an overdose on three occasions, and ended up in the hospital. The last one was "probably a year ago and the first one was probably six months before that." Each occasion was due to the dose being increased; patient was sensitive to dose increases and when the pump was increased by two percent from what it was prior programmed within twelve hours patient was in the ER/hospital due to overdose. Symptoms included non-stop vomiting for 18-24hours. The healthcare provider thereafter had started reducing the pump dose. Drugs delivered via the device were morphine and baclofen. A follow-up report will be provided if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk; catheter model: 8596, serial# (B)(4), implanted: (B)(6) 2006. (B)(4).